Event description:
It was reported that the parts of the pump touch screen was unresponsive. Customer declined to troubleshoot the issue with tandem technical support. Therefore, no additional information was obtained. There was no adverse impact to the customer's blood glucose level.